Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer stated the device was reprocessed before returned to olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material was not removed since the reprocessing was not conducted properly due to leakage from the up/down angulation control knob. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the air/water tube had foreign material attached. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process, in addition to the reported in b5, the device evaluation found the following: the scope body had a crack, due to damage on the up/down knob the water tightness was lost, the suction cylinder had discoloration, the forceps channel port had a scratch, due to wear of the angle wire the bending angle in the down direction did not meet the standard value, the plastic distal end cover had a scratch, the bending tube was deformed, and the adhesive on the bending section cover rubber had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.